Event description:
It was reported by the plaintiff's counsel that the patient underwent a lumbar decompression and interbody fusion. The complaint alleges unspecified general allegations against multiple defendants with respect to, among other things, peek cages and surgical screws. It is reported that the patient was caused severe injuries, great pain and suffering and will have to undergo future medical treatment. It is further alleged that the patient is disabled from normal activities and employment.

Manufacturer narrative:
(B)(4): neither device nor imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.